Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that he was experiencing issues with bent tubing. The customer pulled the battery out of the insulin pump to stop the bolus and put the battery back into the insulin pump and now has been locked out of the insulin pump. The customer's blood glucose was 444 mg/dl. The customer stated the high blood glucose was due to the tubing was disconnected and he did not notice. The customer had put in a new battery and started a bolus to treat for this high blood glucose. The device will not be returned.